Manufacturer narrative:
The insulin pump received with high sleep current measurements problem isolated to electronics assembly. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error alarm noted during testing. The insulin power error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Format history file analysis confirmed hardware low levels alarm due to poor solders joints at ambient light sensor on keypad assembly. No unexpected failed battery alarm noted during testing. Device received with cracked keypad overlay at select button, cracked case at battery tube side, cracked battery tube threads, scratched case, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error 63. In addition, it has been alerting low battery and failed battery test. The customer's blood glucose was 359mg/dl. The customer is running high, due to pump turning off on her during work; had to change out battery. The customer was advised the pump will be replaced and revert to back up plan.